Event description:
Hole found in carotid shunt when placed in patient. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.